Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken bipolar yaw pulley. Broken piece was missing as a result of the breakage. Size of missing piece was approximately 0.087" x 0.124". This failure most commonly caused by mishandling/misuse. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, fragment(s) from the long bipolar grasper instrument broke and fell inside the patient and were retained. However, there is no indication that a malfunction of the instrument occurred since the instrument damage can be attributed to user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the long bipolar grasper instrument broke and it is unknown if an instrument fragment fell inside the patient and was retained. On 14-jun-2018, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information regarding the reported event: the hospital performed a CT scan on the patient and confirmed a fragment of the instrument was inside the patient. As of the date of this report, no post-operative complications have been reported.